Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed a headache on (B)(6) 2023 and passed away 2 days later at the hospital. The patient initially presented to the hospital with a headache and was found to have acute large subdural hematoma (sdh) with midline shift. While at the hospital, the patient had pupillary changes and worsening mental status changes and was emergently intubated. The pump reportedly operated as expected and was not explanted. The cause of the subdural hematoma was not identified. The patient's international normalized ratio (inr) was therapeutic upon admission. The death was not considered to be device related.